Event description:
Related manufacturer reference number: 3006705815-2023-05102. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023, in which the patient's system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.